Manufacturer narrative:
Sc-1132 (sn: (B)(4)). Device evaluation indicated that the device passed all tests performed.

Event description:
A report was received that the patients ipg had stopped charging. The patient underwent an ipg replacement procedure.

Event description:
A report was received that the patients ipg had stopped charging. The patient underwent an ipg replacement procedure.